Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and suture was used. The sutures inside the box have different expiry dates. According to the reporter, this was the case right after opening the box for the first time, which means there would be no possibility of colleagues collecting other sutures with different expiry dates and storing them in the same box as this one. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 02/04/2021 additional information: d9 investigation summary ==> according to the information received, it was reported that the v808e sutures inside the box have different expiry dates. An opened box with twenty-four unopened samples of product code v808e with three different lots were returned to ethicon inc for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the samples revealed that the v808e samples were returned with three different lots numbers were observed however, when the 8th digit of the lot is a 5 indicating mixture of lots with a maximum of three different lot numbers may be mixed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Device history lot ==> a manufacturing record evaluation was performed for the finished device v808e; ke8dwmp5 number, and no non-conformances were identified. Manufacturing date: 05.29.2018; expiration date: 10.31.2021. A manufacturing record evaluation was performed for the finished device v808e; lm8cklp0 number, and no non-conformances were identified. Manufacturing date: 11.10.2017; expiration date: 04.30.2023. A manufacturing record evaluation was performed for the finished device v808e; lh8cwtp0 number, and no non-conformances were identified. Manufacturing date: 07.18.2017; expiration date: 12.31.2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.